Event description:
Medtronic (covidien) received information regarding a pipeline flex device used during flow diversion treatment of an unruptured, saccular, amorphous aneurysm measuring 20mm by 6mm located in the cavernous segment of the right internal carotid artery (ica). The physician reported that during the procedure, the first pipeline was twisted. The physician tried to open the twist using balloon angioplasty (an option presented in instructions for use). The ballooning attempt caused the pipeline flex to miss proximal landing zone. The physician then implanted a second pipeline flex device (ped-475-16). The device will not be returned because it was implanted in the patient. Angiography post procedure showed slow flow. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The device will not be returned because it was implanted in the patient. The lot history record review of the reported lot number showed no discrepancies that could have contributed to the reported event. (B)(4).